Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer failed.As per part investigation, it was determined that short between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which led to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6).A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 09-FEB-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition Drawer keeps failing was confirmed by FSE and subsequently confirmed in the DCHU inspection process.According to work order #(b)(4), the FSE reported that after troubleshooting, running diagnostics, and performing voltage testing, it was determined that the retractor band on drawer five was not functioning properly and required replacement. The FSE replaced the retractor band and rebooted the station. The customer tested inventory on drawer five, and the test was successful. The report was closed.During DCHU Visual Inspection:PN 353844-01: The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection.During DCHU Testing:PN 353844-01: The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint "Drawer keeps failing" was due to short between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (PN 353844-01) which led to the observed thermal damage and compromised the drawer's proper functionality.